Manufacturer narrative:
A trial patient experiencing headaches was reported to abbott. No planned intervention at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04083. It was reported the patient underwent a scs trial on (B)(6) 2021 and began experiencing a headache on the evening of (B)(6) 2021. On (B)(6) 2021 the patient was still experiencing a headache and began vomiting. The trial leads were then removed, and the patient reported the headache immediately subsided. An update was received from the physician on 01 aug 2021 stating the patient went to the ER over the weekend of (B)(6) 2021 for an unknown reason and was found to have a diffuse hematoma. The physician believed the headache was from ¿meninges irritation.¿ as of (B)(6) 2021, the patient was still at the hospital and being monitored. It is unknown which lead was the problematic device therefore both are being reported.